Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient was doing nothing new that may have led to the lead anchor to be displace. No steps have been taken to resolve the discomfort and displaced lead anchor. The stimulation still works. The discomfort for the most part has been resolved, the swelling in that area has went down. No further information was reported.

Manufacturer narrative:
Other applicable components are: product ID: 3487a-56, lot# v185953, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown, serial# unknown, accessory, anchor.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had been experiencing discomfort. It was thought that the discomfort was due to the lead anchor being displaced. The patient was twisting/manipulating the area and the next morning the area had swollen up to the size of a golf ball and was very painful. The patient was referred to a health care professional. The nurse felt that the muscle spasm was not due to the anchor and swelling subsided with ice. The patient was referred to a neurosurgeon to further evaluate the situation. No further complications were reported.